Event description:
It was reported, the patient's lead showed high impedance. During surgical intervention, the patient's lead was found to fractured. As a result, the lead was explanted and replaced. The explanted product will not be returned to sjm. The replacement lead resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.